Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Per the information available, "the solid state drive was replaced so no logs were available," the logs were not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the solid-state drive (ssd) (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c02 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Codes d15, b01, c19 apply to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Codes d14, b01, c19 apply to the solid-state drive (ssd) (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a blue screen appearing on both monitors during registration. Eventually an error code 64 appeared. After rebooting, they were able to proceed with the case. There was a menu bar at the top of the application throughout the case, unless the user would click on something else within the application. There was less than 1 hour delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit (B)(6) stealth s8 cranial ssd (B)(6) 2.5in1tb s8 os 2.0.x dpd svc. H3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the software was updated. The system passed a system checkout and was returned to an operational condition. The system was then tested 3 days later and functioned as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.